Manufacturer narrative:
510k: k023331 and bk050036. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that foreign matter was found in a bd vacutainer® sst¿ ii advance plus blood collection tube, before use. There was no report of exposure, injury or medical intervention.